Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that on the day of the complaint there was a replace battery alarm followed by a power-on-reset, after which delivery was not resumed. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and no evidence of moisture intrusion was found to the power circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading was at 257 mg/dl with difficulty waking up. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. It was reported that the pump had lost power and a new battery from a new pack did not resolve the issue. Reportedly, there were no damages to the battery compartment or cap and the cap was able to secure properly. No evidence of moisture or corrosion was noted. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to no power issue of unknown causes.